Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted with clearing the alarm, and advised to start over with new supplies or do manual exchange. Proper procedures per the user manual were reviewed with the hp. The hp to start over using new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has not been returned for evaluation and the lot number is unknown, therefore, no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available